Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that occlusion alarms occurred. Reportedly, there was an o-ring on the pneumatic tap and customer reported a minimum fill notification after filling the cartridge with 100 units of insulin. The customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. Customer removed o-ring and changed cartridge to resolve the issues. There was no adverse impact to customer¿s blood glucose level.